Manufacturer narrative:
The real intelligence cori (us), rob10024 intended for use in treatment was not made available to the designated complaint unit for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a software issue associated with the camera. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori lab, on the hip center collection, the error immediately went to 40 error, and could not get passed the hip center collection point. They tried multiple times, checked the arrays, and were all fine. They checked the hip to ensure that it was not moving. They replaced the camera from a different system, and it worked fine. They were able to complete all the point collection and the remainder of the case with a delay of less than 30 minutes. No patient was involved. No other complications were reported.